Manufacturer narrative:
Patient weight now provided.

Manufacturer narrative:
Return requested. Replacement violet navlock tracker shipped to site 03/10/2016. Return requested for violet navlock tracker. Return requested for tap 5.5. Replacement tap asm 5.5 shipped to site 03/10/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's violet navlock tracker was binding with the solera tap and not rotating freely when used with powerease drill. No further details regarding the issue, or when in the procedure it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect violet navlock tracker confirmed the reported event. The returned tracker was able to accept a known good instrument without issue and rotated easily, however, looking down the barrel of the tracker, a clear line of galling can be seen. When mated with a similarly damaged instrument, the galling would prevent easy insertion and rotation. Otherwise, with markers attached and fully seated, the tracker returned good geometry and divot error readings. The reported event was confirmed to be caused by a mechanical failure due to galling. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.